Event description:
This event occurred during off label use. The catheter was being positioned into the right ventricle. A .032 j tip guideiwre was advanced into the ventricle, then the ensite catheter was advanced over the guidewire into the right ventricle. It was noted that the ensite catheter moved quickly into the right ventricle, and that the tip of the guidewire was inside the ensite catheter. Flouroscopy determined that the ec1000 was resting in the right ventricular apex. The ensite catheter was withdrawn slightly, then the ensite catheter balloon was inflated. While the ensite catheter was being connected to the electronics system, the pt began to make noise during breathing. The ensite catheter balloon was deflated and withdrawn. The cardiac rhythm and rate were then noted to be slow with a wide qrs complex. Code blue was called and echo confirmed pericardial effusion. About 1000cc of fluid was removed. The pt was taken to or and a "tear" was surgically repaired in the right ventricle apical area.